Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 70 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing truebalance meter to freestyle meter and receiving results that are 150 mg/dl higher. Verified storage of test strips is within instructed specification. Test strip lot mgr's expiration date is 07/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 205 mg/dl, (B)(6) 2015, 03:36 pm; 206 mg/dl, (B)(6) 2015, 08:32 am; 191 mg/dl, (B)(6) 2015, 09:30 pm; 163 mg/dl, (B)(6) 2015, 08:52 am; 352 mg/dl, (B)(6) 2015, 01:27 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 70 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing truebalance meter to freestyle meter and receiving results that are 150mg/dl higher. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.